Manufacturer narrative:
The investigation conducted by field service engineering concluded that system error codes 322003 found in the error logs were associated with a setup joint (suj) arm. The suj is a non-motorized mechanical arm which the surgical team moves to position and support a patient side manipulator (psm) or endoscopic camera manipulator (ecm). It transmits information to and from the manipulator and from its own joint positions to the rac. Errors in this communication at system start-up would induce the system error codes in this case. The system alarm (system generated fault codes) functioned as designed and there was no injury to the patient. The system was repaired by replacing the affected suj. The suj was returned to isi for failure analysis investigation. Engineering confirmed the customer reported complaint as they were able to duplicate the system error codes. As a result, the suj was repaired by replacing several harness cables. As of march 15, 2011, there have been no reported recurrences of the issue at this hospital.

Event description:
It was reported that during set up for a da vinci si hysterectomy procedure, the site experienced a non recoverable system error fault 22003. With the assistance of an isi technical support engineer, the site was able to apply various troubleshooting techniques to override the system error to continue with the procedure. The site called back reporting a re-occurrence of system error 22003 and elected to go forward using the system while disabling one of the three patient side manipulators (psm) arm. When the site docked to the patient, the site could not follow on matching grip with the psm 3. At this point, the surgical staff elected to convert the planned procedure to traditional open surgical techniques. No patient harm was reported.